Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose and received a lost sensor alarm. The customer's blood glucose was 553 mg/dl at the time of incident. The customer stated that he treated his high blood glucose with manual injection. The customer stated that his insulin pump had damage when he woke up. The customer there was a smudge inside the screen and cannot make out what was showing in the screen. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd physical damage. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.